Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 27dec2018. Philips service engineer (se) inspected the device. The se found that the central processing unit (cpu) assembly and the speaker assembly needed to be replaced. The customer declined service/repair of the device.

Event description:
It was reported that the ventilator primary audible alarm and the power speaker failed. There was no patient involvement. The event date was not specified; estimate used.